Event description:
The customer reported that the filament/introduction needle of the abbott diabetes care (adc) device "became stuck" in the customer's skin. The customer experienced pain, "a purple bruise and a raised area" at the sensor application site. A caregiver removed the sensor and needle from the customer's arm and applied hirudoid ointment as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.